Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the bearing and the sockets. Additionally part of the potted trigger assembly was damaged.

Event description:
It was reported during use that the tps universal driver continued to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There were no adverse consequences to the user or patient alleged with this event.